Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that was sent down from the floor and the patient was being treated at 36c but had to go on a road trip. When patient temperature was down to 33c. The arctic sun device was working properly before the road trip, but now the patient was slow to rewarm and having heating issues (34.3c several hours later) and the device was making a loud noisy pump. Targeted temperature (tt) was 36c with a normothermia rewarm rate of 0.25c/hr. Water temperature (wt) was 16.2c. Flow rate was 2.9lpm. Heater command was 0 percentage. Explained the how the device was warming the patient at 0.25c/hr so the heater command was 0 percentage, water temperature (wt) was 16.2c to prevent the patient from warming too quickly. The fastest controlled rewarm rate that might be programmed was 0.5c/hr. Asked nurse to record the sound and send. Called nurse back. Inlet pressure (ip) was -5.9psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads (1 neonatal and 1 small universal) using proper technique. Circulation pump command (cpc) remained 100 percentage and inlet pressure (ip) remained -5.6psi. Stopped therapy and emptied pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Confirmed fluid delivery line (fdl) was properly seated and there was no visible damage to the fluid delivery line (fdl). Suggested sending device to biomed and placing patient on another device. Patient moved to s/n (B)(6). Inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 69 percentage. Patient warming as expected at 0.5c/hr. Suggested asked night shift to continue to monitor water temperature. If the water temperature continued to stay cold, it could indicate heat generation.

Event description:
It was reported that biomed had an arctic sun device that was sent down from the floor and the patient was being treated at 36c but had to go on a road trip. When patient temperature was down to 33c. The arctic sun device was working properly before the road trip, but now the patient was slow to rewarm and having heating issues (34.3c several hours later) and the device was making a loud noisy pump. Targeted temperature (tt) was 36c with a normothermia rewarm rate of 0.25c/hr. Water temperature (wt) was 16.2c. Flow rate was 2.9lpm. Heater command was 0 percentage. Explained the how the device was warming the patient at 0.25c/hr so the heater command was 0 percentage, water temperature (wt) was 16.2c to prevent the patient from warming too quickly. The fastest controlled rewarm rate that might be programmed was 0.5c/hr. Asked nurse to record the sound and send. Called nurse back. Inlet pressure (ip) was -5.9psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads (1 neonatal and 1 small universal) using proper technique. Circulation pump command (cpc) remained 100 percentage and inlet pressure (ip) remained -5.6psi. Stopped therapy and emptied pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Confirmed fluid delivery line (fdl) was properly seated and there was no visible damage to the fluid delivery line (fdl). Suggested sending device to biomed and placing patient on another device. Patient moved to s/n (B)(6). Inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 69 percentage. Patient warming as expected at 0.5c/hr. Suggested asked night shift to continue to monitor water temperature. If the water temperature continued to stay cold, it could indicate heat generation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.